Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on october 17, 2021 due to hyperglycemia. The customer blood glucose level was 38.3 mmol/l at the time of incident and current blood glucose value was 7.1 mmol/l. The customer was assisted with troubleshooting. The auto mode feature was active at the time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with insulin IV drip. The insulin pump will not be returned for analysis.